Manufacturer narrative:
Post use damage was observed on the device. Multiple components were observed to be damaged, including the needle mechanism assembly. The download data shows that the device ran 0 pulses and was in pod state 14. Due to the post use damage sustained by the device, the reported needle mechanism failure could not be confirmed. The device was returned with the adhesive liner still attached to the adhesive pad, indicating that the pod had not been worn. No issues were found with the soft cannula or formed needle that would contribute to skin irritation. Inspection of the bottom housing was limited due to post use damage. A root cause of the reported skin irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.